Event description:
During a pta procedure, the platinum plus guidewire stretched and separated. The lesion being treated was a 99% stenotic lesion in a moderately tortuous lt-cephalic vein. The angle of the anastomotic region was an acute angle. When approaching the lesion, the top of the platinum plus guidewire stretched and separated. The separated wire was removed outside of pt's body. A 4fr mosquito introducer sheath, a sasuga balloon catheter and an encore 26 inflation device were also used in this procedure. No pt injuries or complications were reported. Pt status is reported as 'stable'.